Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. No traces of moisture were noted at the electronic or motor assemblies. The insulin pump was received with minor scratches on the display window, cracked display window corner and cracked battery tube threads.

Event description:
The customer reported via phone call that they received a button error alarm. Customer also reported the buttons on the insulin pump became unresponsive after the battery was replaced. Customer also reported the backlight button was not functional. The customer's blood glucose was 120 mg/dl. The customer reported, the insulin pump was exposed to moisture from the rain. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.